Event description:
Major pump unit(s) involved: blood pump, external control system failure. Specific component(s) involved: external controller malfunction, internal controller malfunction.

Event description:
Major pump unit(s) involved: blood pump; external control system failure. Additional text: positional flow changes; alarms. Specific component(s) involved: external controller malfunction; internal controller. Malfunction. Additional text: alarms; alarms. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller; replacement of external battery. Other intervention : type: lvad.